Event description:
On-q ball 400ml dual lumen fixed rate 2+2 4ml/hr was filled by pharmacy (0.5% bupivacaine) to 500ml and when the lines were unclamped only 1 lumen would deliver the drug; 1 lumen did not work. FDA safety report ID# (B)(4).